Manufacturer narrative:
(B)(4). Per DHR the product horizon ti small red 6/cart 180/box lot# 73h1800626 was manufactured on 08/22/2018 a total of (B)(4) pieces. Lot was released on 08/31/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 001201 horizon ti small red 6/cart 180/box for investigation. Visual examination of the returned cartridge revealed that there were no clips remaining. Two clips were returned loose. The clip applier was not returned. Functional inspection was performed on the returned sample. A lab inventory clip applier was used for the returned clips. The first loose clip was able to be manually loaded into the jaws of the applier and was successfully applied to over-stressed surgical tubing. The second clip was unable to be manually loaded into the appliers. The clip appeared wider than typical. It was undetermined how the clip became wider. Since no clips were returned in the cartridge, the sample could not be tested for the reported failure. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the applier was not returned. It is also possible that unintentional user error contributed to this issue, but this could not be confirmed with no clips remaining in the cartridge. The IFU for this product, l02428, was reviewed as a part of this complaint investigation. The IFU states: "it may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the reported complaint issue could not be confirmed. The reported complaint of "difficulty loading clip into applier" was not confirmed based upon the sample received. The cartridge was returned with no clips remaining and two intact clips were returned loose. Upon functional inspection, one of the remaining clips was able to be manually loaded into the jaws of a lab inventory applier and was successfully applied to over-stressed surgical tubing. The other was unable to load into the jaws of the applier as it appeared wider than typical. Since no clips were returned in the cartridge, the sample could not be tested for the reported failure. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the applier was not returned. It is also possible that unintentional user error contributed to this issue, but this could not be confirmed with no clips remaining in the cartridge. Therefore, the reported issue could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the user was unable to load a clip to the instrumental forceps of da vinci surgical system as the clip did not leave the cartridge. The cartridge was lifted up with the clip. Therefore, a new unit was used instead. Additional information: all clips fell from the cartridge when loading the clip into the da vinci instrument forceps. Therefore, 5 out of 6 clips could not be used.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to load a clip to the instrumental forceps of da vinci surgical system as the clip did not leave the cartridge. The cartridge was lifted up with the clip. Therefore, a new unit was used instead. Additional information: all clips fell from the cartridge when loading the clip into the da vinci instrument forceps. Therefore, 5 out of 6 clips could not be used.